Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 05/24/2021. An investigation was conducted on 05/26/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device. The seal and tension spring assembly inside the loading device. The seal and tension spring assembly was removed from the loading device. There were no visual defects observed on the seal, no cracks or delamination was observed on the seal. The white plunger on the delivery device was not depressed and the blue slide lock was not engaged. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.222 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "fitting problem."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) did not deploy correctly yesterday. No harm was experienced by the patient .when the rn scrub performed the final step and pulled out it didn¿t come out as one piece (device appeared to be loaded correctly but when they tried to deploy it did not seal). It appeared loaded but was not. Another heartstring was used to complete the case. No injury to patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (4.3mm) did not deploy correctly yesterday. No harm was experienced by the patient .when the rn scrub performed the final step and pulled out it didn¿t come out as one piece. It appeared loaded but was not. Another heartstring was used to complete the case. No injury to patient